Event description:
Material services employees noticed a pre-packaged crash cart kit with a recalled item as one of its contents. The kit was marked with an overlabel, instructing users to "immediately upon opening this kit remove the recalled component." The recalled component was a shiley tracheostomy tube (cat#s 6dct and 8dct). Upon further review, it was also noted that the kit contained a packing slip which showed an expiration date of 4/30/2012, while many items within the kit expire well before this date. Material services is in the process of removing all such kits from this facility and working with the vendor to ensure this does not occur again.